Event description:
Additional information indicated that volume discrepancies had persisted, and the patient was scheduled for a revision on (B)(6) 2012. The healthcare provider was noted to have consistently gotten out more drug than expected by as much as 11 ml. Six months prior to this report, the patient was noted to have had inconsistent pain relief, and they were in and out of withdrawal. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. Dispense accuracy testing passed lab process specs. A 34 day volume infusion test was performed. The volume infusion testing also passed. Some residues and staining were noted throughout the pump components but not anomalies were noted.

Event description:
It was further reported that the patient was ¿doing fine¿ with his new pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the revision was rescheduled for (B)(6). Two days later, it was reported that the pump and catheter would be replaced if aspiration wasn't possible. It was also noted that the reporter did not believe a dye study had been performed.

Manufacturer narrative:
Catheter model/serial#: unk, implanted/ explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that it was suspected the catheter was kinked, but it was unknown which catheter it was referred to.

Event description:
A volume discrepancy was reported with the actual residual volume (arv) greater than the expected residual volume (erv) during several scheduled refills: april 26 the erv was 12, arv was 10; feb erv was 13, arv was 4; as of the date of this report the erv was 17.7 and arv was 22. It was further added that these discrepancies had not been since implant, but only since a past few previous refills. Patient had been feeling like his pain was not controlled as much and he was also on oral meds. Drug delivered via the device was morphine. Additional information received later noted that the pump was interrogated and the logs were read. There were no alarms or motor sta lls or anything to indicate that there was something wrong with the pump. Per reporter they were not sure what was going on. The june and august refills showed 9ml over what the pump programmer read. It was added that the healthcare provider (hcp) did not want to perform any troubleshooting tests as to him it seemed that "something was going on with over and under infusing". Hcp wanted the pump explanted and referred patient to a neurosurgeon for a pump replacement. The patient had indicated an increased pain over last couple of months. A follow-up report will be sent if additional information becomes available.